Manufacturer narrative:
Device received with blank display due to corroded battery tube, corroded motor home switch, and corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify unexpected battery power loss due to display anomaly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was turned off. The customer's blood glucose value was 6.5 mmol/l. Customer states they do hear fluid when shaking the pump. Customer states they see fluid under the screen. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.